Manufacturer narrative:
The investigation reviewed the hardware performance check (hpc) results with indications for reagent carry-over. The cause of the event could not be determined.

Manufacturer narrative:
H6 - investigation findings code was updated.

Manufacturer narrative:
The reagent lot number is 74213801 with an expiration date of 30-apr-2025. The field service engineer (fse) inspected the functionality of the pressure gauge of the gear pump and performed a carry over needle assessment (cona) test; no issues were noted. He also checked the reagent pipetter flow path and replaced and adjusted the valves. Degasser and ultrasonic mixer (usm). He checked the cleaning and performed another cona test; the results were within specifications. He also checked the water for co2 and verified there was no bacterial contamination. He replaced and adjusted the reagent probes and verified the adjustment of the reagent probe outside the rinse. He performed another cona test and the result was within specifications. He checked for the horizontal and vertical movement of the reagent heads on the r1 drive rail; no issues were noted and the cona test was within specifications. He checked the reagent syringe; no issues were noted and the cona test was within specifications. The fse noted that the event was common to the customer's three c 702 modules and suspected that the increased concentration of co2 in the air in the laboratory may have caused the event. The investigation is ongoing.

Event description:
The initial reporter received questionable creatinine (creaj2) assay results from six patient samples tested on the cobas 8000 c702 module. The reporter was able to provide two patient samples with discrepant results. The patient samples were rerun on their other cobas 8000 c702 module. Sample (B)(6). The initial result from the module was 0.91 mg/dl. The repeat result from the other module was 0.63 mg/dl. Sample (B)(6). The initial result from the module was 0.92 mg/dl. The repeat result from the other module was 0.62 mg/dl.